Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) pressure and vacuum values drifting. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue recycled the power and entered test mode, which corrected the issue. The fse could not replicate the issue after this restart. The unit passed all safety and functional tests and was returned to the customer.

Event description:
N/a.